Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8116500 model: sc-8116-50 serial: (B)(6). Batch: 131855 UDI: (B)(4). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient experienced inadequate stimulation and pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were not returned.